Event description:
On (B)(6) 2025, customer reported that a burning smell was coming from their panther fusion instrument sn (B)(6), following a hardware error and unexpected instrument shutdown. Customer reported they were not able to power back up the instrument. No harm or injury was reported as a result of the burning smell. Hologic has not been informed of any adverse outcomes related to this issue.

Manufacturer narrative:
Hologic serviced the panther fusion instrument sn (B)(6) at customer site and determined the issue was due to a failure at the instrument power supply. The power supply was replaced at the customer site to resolve the issue. Hologic performed a risk assessment and noted customer impact was limited to delay in testing/obtaining results due to an inoperable instrument with no risk to lab, operators, or staff. Hologic has not been informed of any adverse outcomes related to this issue.